Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: section: use of echocardiography for positioning of impella catheter ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ section: understanding and managing impella catheter position alarms ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Event description:
The user facility reported a 45-year-old male on impella cp for mechanical circulatory support. During support it was reported that the echocardiogram showed a hypertrophic left ventricle (lv) that was under filled. The impella cp device was 2 cm in the lv, and the pigtail hindered the catheter from being advanced. The impella cp device was working and the patient was not hemolyzing. While removing the sheath the impella cp device was pulled across the aortic valve and would not re-cross. The impella cp device was wired out and replaced with a new impella cp.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-12415. G1 reporting contact email revised on manufacturer device report 1220648-2024-12415 in accordance with updated procedures.